Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high, out of range pacing impedance was observed on the lv lead via remote transmission. It was recommended to bring the patient in-clinic to perform lead testing. Lead replacement was suggested.

Manufacturer narrative:
Additional information: the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received notes that the lead was explanted and replaced successfully. It was also noted there were signs of lead fracture upon extraction. The patient was discharged in stable condition.